Event description:
Further follow-up revealed that the lead electrodes were exposed at the pt's neck. The pt underwent revision surgery at which time it was discovered that the tie down was exposed rather than the lead electrodes. It was noted that there was an area on the chest near the generator incision that was red, but that the site was looking better since being treated for infection. Both the pulse generator and bipolar lead were explanted due to infection and extruding tie down. The pt was not re-implanted. Neurologist indicated that the pt has not experienced any trauma to the incisions that may have caused the reported events.

Event description:
Reporter indicated that upon initiation of magnet mode stimulation during a typical complex partial seizure, the patient experienced an episode of apnea while seated that lasted for approxomately 20-30 seconds. At the time of the event, the patient was hospitalized for medical complications of cancer treatment (gi bleed, infection, respiratory distress). It was reported that the patient had never experienced this before with use of the magnet. Device diagnostic testing was within normal limits, indicating proper device function. The selective replacement indicator was no. Indicating that the generator battery had not reached end of life.